Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt mentioned their ins charge was not lasting as long as expected. Pt said they charged every day, but the ins charge would "die off a couple of hours later" since about a month ago. Pt also said the charge on the ins would last a day or two and then their hip would start hurting again. Pt said every time they tried to charge, it was "overheating" (patient services specialist understood that the implant site was getting hot). Pt said "it hurts to charge." Pt said the ins took a couple of hours to charge. Pt said, about a week ago, they noticed their ins had shifted in the pocket and looked crooked. Pt said they leg hurt really bad and they think the ins had shifted and was lying on their sciatic nerve. Pt had called pain management and made an appointment with their healthcare provider (hcp) on (B)(6) 2022 , but pt also wanted a mdt rep. The patient was redirected to their healthcare provider to further address the issue.